Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/07/2025, the beta bionics ilet user reported issues with the sleep/wake button on the pump's screen not responding, which prevented meal announcements from being entered. As a result, the user experienced low blood glucose (bg), with a recorded low of 43 mg/dl. The event did not last more than 90 minutes and was resolved with standard treatment, including juice, candy, and an emergency glucose pen. The system alerted the user to the low bg. No external assistance or medical intervention was required. The user experienced nausea, fatigue, and reported "terrors" during the event. The user opted to continue using the current device while handling it more carefully and will follow up if the issue worsens.